Event description:
It was reported, "dr inserted the first 3.5 x 10 mm self drilling screw for anchor c and as he was tightening the screw down, the locking ring was pushing up and out of the implant so that the screw was not locking in. Trying a different screw of the same size, the same event occurred preventing the dr. From being able to lock in the screw. He then went in with a 4.0 x 10 mm self tapping screw using a guide/inserter tip. The thread part of the guide broke off and became stuck in the implant."

Manufacturer narrative:
Method: visual inspection, manufacturing record review, complaint history analysis and risk assessment. Results: visual inspection: the threaded tip of the returned inserter was confirmed to be broken. Manufacturing record review: all instruments were functionally checked and no discrepancies were noted. Note that there was a deviation regarding the threads of the instrument. (B)(4) were scrapped because the first thread was damaged and (B)(4) were accepted under concession following inspection of the threads of each instrument including this device. Complaint history analysis: (B)(4) previous records. The investigations into past complaints concluded that the failures were the result of user-error by applying excessive cantilever force to the inserter tip. Risk assessment: no adverse consequences were reported and replacements are available. Note: that the material of the tip of the instrument is (B)(4). It is an implantable grade stainless steel used in most biomaterial reference material to mitigate the risk of broken tips remaining inside the patient. Conclusion: based on visual inspection, it is suspected that the breakage was due to cantilever effort combined with a twist effort. The surgical technique details applying excessive cantilever force to the inserter tip may cause damage to the instrument.